Manufacturer narrative:
The calibration trace showed a failure and an error. Qc was outside of the acceptable range. The investigation found that the root cause is consistent with insufficient customer maintenance. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial hemoglobin a1c result was 9.82%. The sample was repeated on a cobas integra and the result was 8.45%. It is unknown if the initial result was reported outside of the laboratory. The reagent lot is 62958201 and the expiration date is 31-aug-2023.

Manufacturer narrative:
The field service engineer replaced the reagent and hemolyzer, cleaned and adjusted the sample probe, changed the lamp, and performed calibration and qc successfully. The investigation is ongoing.